Manufacturer narrative:
The patient sample was received for investigation the investigation analyzed the patient sample and determined that an interfering factor against the ft3 assay antibody/idiotype caused the falsely elevated ft3 iii assay result. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The investigation site laboratory requested further analysis of the patient sample.

Event description:
The initial reporter received questionable elecsys ft3 iii ver.2 results from one patient sample tested on the customer's cobas e 801 module with serial number (B)(4) and the investigation site's cobas e 801 module with serial number (B)(4) and cobas e 411 analyzer with unknown serial number. The date of blood sampling was used as the date of the event. The initial results were not reported outside of the laboratory. The reporter alleged some non-specific interference in the elecsys thyroid assays after obtaining the patient's results from their wako accuraseed analyzer. The patient sample was then sent to the investigation site that uses a cobas e 411 and an e 801. It was also sent to an outsourced laboratory that uses an abbott architect. The ft3 iii v2 reagent lot number used at the investigation site's e 801 is 611920 with an expiration date of 31-may-2023. The ft3 iii v2 reagent lot number used at the investigation site's e 411 is 611918 with an expiration date of 30-may-2023. Please refer to the attachment in the medwatch pt-81793 for the highlighted questionable results.